Event description:
Per the clinic, the device was explanted on (B)(6) 2022, for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 09, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). Device analysis report attached. This report is submitted on march 22, 2022.